Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported disposable device lot number. The lot was released meeting all qa specifications. Device history record (DHR) review was unable to be conducted for the radio frequency controller as the identification number was not provided by the complainant. According to the instruction for use (IFU) general: a health hazard may exist in the case where the novasure procedure is performed in the presence of a thermally and electrically conductive essure® micro-insert that is improperly positioned (e.g., perforating the fallopian tube or the myometrium). If this occurs, heat can be drawn away from the intended treatment area toward other tissue and/or organs in contact with the conductive object, which may be sufficient to cause localized burns. As a result, correct placement of the essure micro-insert must be confirmed, e.g. By obtaining the report of the essure confirmation test (ect), prior to performing the novasure procedure. If the report and or ect films are unavailable, the ect should be repeated to confirm correct placement of the essure micro-inserts prior to performing the novasure procedure. Reference internal complaint (B)(4).

Event description:
It was reported a physician performed a novasure endometrial ablation on (B)(6) /2015 on a patient with essure implants. During array retraction, the physician noted an essure implant "was hooked on the novasure array". The physician decided to perform a laparoscopic sterilization procedure and blanching was visualized to the outside of the uterus. There was no bowel injury and no medical intervention was required. The patient was discharged home.